Manufacturer narrative:
Model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number : 16197734 / 16091591, model/catalog description: linear 3-4 lead 50 cm. The explanted devices were  not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was no longer getting relief. The patient underwent an explant procedure and was reportedly doing well postoperatively.